Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "constant downstream" was reproduced. A review of the event history log identified downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification downstream sensor calibration values. The force sensor no tube and force sensor scale factor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed constant downstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.